Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-01254. It was reported that patient¿s thoracic scs system is auto reducing. Diagnosis revealed one of the leads had high impedance. As a result, surgical intervention was undertaken where in the leads were explanted and replaced to address the issue.